Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: the first affiliated hospital of (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip that could not be deployed. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly on top of the bushing, but it was detached from its catheter with evidence of full deployment. Additionally, the device returned without the outer sheath. Microscopic examination was performed, and the clip has both activations performed. No other problems with the device were noted. The reported event of the clip could not be deployed inside the patient was not confirmed. Investigation found the device returned with the clip still attached and with both activations performed. Evidence that the clip was able to be deployed. In addition, the device returned without the outer sheath, but, since there is not enough evidence to clarify the absence of this component. Therefore, the most probable root cause for this complaint is no problem detected.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip that could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.